Event description:
It was reported that a patient presented to clinic for follow up. The pacemaker was found in backup mode. Troubleshooting revealed the backup mode was due to strong electromagnetic interference. The pm was reprogrammed to normal mode. The patient was stable throughout the procedure.